Event description:
International affiliate reports that following implantation, the valve was not dropping well and the physician was unable to measure the speed of the drainage. The pt went into a coma after this episode. The pt left the comatose state and is reported to be improving.